Event description:
Pt developed an infection. As a result the tibial insert, femoral component and tibial tray were revised.

Manufacturer narrative:
MDR report numbers 1722511-2008-00014 through 16. Ortho development's product development engineer, observed pitting and burnishing on the retrieved tibial insert, which was consistent with a 6.5 year implantation period. No evidence of excessive delamination of the tibial insert or fracture of any of the retrieved components was found that would contribute to the infection. Additionally, the pt was not complaining or experiencing any pain prior to the infection.